Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the resin part of the image guide snake pipe was falling off. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned and inspected. The reported issue of 'screen flickering' was not confirmed. Based on the results of the investigation the specific cause of the phenomenon was not established. The event can be detected and prevented] by following the instructions for use which state: instructions, rhino-laryngo videoscope, olympus enf-v3. Important information ¿ please read before use: precautions: do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. Do not attempt to bend the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.